Event description:
Bosotn scientific recieved informaton that this patient present with muscle stimulation. It was revealed that this left ventricular lead had dislodged. The device was reprogrammed and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.